Manufacturer narrative:
One open/used reservoir was inspected and found a crack on the reservoir barrel, which will allow insulin to leak out.

Event description:
It was reported that insulin leaked from a crack in the reservoir. Nothing further was reported.